Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Second revision surgery - patient came in with a broken ulnar component and had pain. The patient claimed they fell and had pain. The bearing and ulnar component were both displaced and broken.